Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of artifact in p-wave. Tried troubleshooting with two separate sherlocks and artifact with both was unconfirmed. The sr8 was received with physical damage noted. Root cause confirmation: the reported problem was unconfirmed. The customer did not send in their sherlock. The scanner displays an internal EKG when the sherlock 3cg tcs is connected both the yellow and white line are present. The in house sherlock was tested in every usb port besides the top one do to not functioning with the ac adapter connected and once without the ac adapter both times the sherlock operated normally with no visual errors noted. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, artifact in p-wave. Tried troubleshooting with two separate systems and found artifact with both.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per tm, artifact in p-wave. Tried troubleshooting with two separate systems and found artifact with both.